Manufacturer narrative:
Evaluation summary: upon receipt of the package, it was verified that the hole was in the tyvek lid of the package. Because visually obvious, damage such as this would have been detected during the 100% visual inspection that takes place during the packaging process prior to shipment, damage most likely produced by improper handling outside of packaging facility. The batch history records were reviewed with no protocols, defects or non-conformances noted.

Event description:
It was reported that prior to a case, there was a hole in the packaging. No pt consequence.